Manufacturer narrative:
Complaint (B)(4). We have no further inventory of the material/batch. We have no further complaints for the material/batch. We forwarded the complaint to our supplier for their information. The customer did not allege a product malfunction/deficiency. Therefore, the alleged malfunction is not justified.

Event description:
Customer states a needlestick occurred. Employee was stuck in the l-anterior side of the 1st digit. She was withdrawing the 1st needle from the draw site. This was a relatively hard stick with a slow fill-rate, and the first needle used is assumed to have clotted. Another was used to regain access, and in the process of switching to another device, she was stuck. Customer answered no to all MDR questions. Customer confirmed it was a dirty needlestick. The nurse could not recall the hub having safety on it and whether the safety on the holder (450230) performed properly. It happened very fast and the needle was immediately disposed.